Event description:
An ipp device was implanted on 7/25/88. Connectors were revised on 5/26/93 and 3/28/94. Info received on 2/24/97 indicates a revision surgery was performed on 6/15/95 due to an aneurysm of the cavernous body. The prosthesis was approx 1cm to 2cm too long, causing a buckling and aneurysmal dilatation. A rear tip extender was removed from the right cylinder.